Event description:
It was reported that high capture threshold and loss of sensing was noted. The lead was capped and replaced. No adverse consequences for the patient were reported.

Manufacturer narrative:
(B)(4).